Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the part of display is working and the rest is blank. The customer's blood glucose level was unknown at the time of incident. Customer states the pump was neither dropped nor bumped. Advised the customer that the pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments display.